Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe had no cutting performance before vitrectomy surgery. The surgery was completed after replacement with a new product. The aspiration was normal. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One unused vitrectomy probe in a pouch was visually inspected. The clear and black tubing was detached from the probe engine. Solvent was not applied around the tubing which caused the tubing not to adhere on the wall of the probe engine ports. The root cause of the customer¿s complaint is related to a manufacturing error during the wetting of the tubing with solvent which resulted in detachment of the probe manifold. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).